Manufacturer narrative:
Follow-up #1 date of submission 06/16/2015-device evaluation: the pump has been returned and evaluated by product analysis on 06/15/2015 with the following findings:investigation revealed that the keypad cover was slightly lifted, but no peeling or damage was found. All keypad buttons were intermittently unresponsive. The keypad cover was removed and there was evidence of contamination found under all button contacts. Unrelated to the original complaint, investigation revealed the following: the battery compartment was cracked; there was a crack in the pump casing neat the upper right corner of the display lens; the display screen was dim, faded, and discolored.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).